Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult powerglide pro insertion and guidewire deformation was confirmed; however, the root cause was not identified. The products returned for evaluation were two 20ga x 8cm powerglide pro midline catheter assemblies. Usage residues were observed within both samples. The catheters had been advanced and were not returned for evaluation. The safety mechanisms were engaged and fully covered the needle tips. The guidewires were fully advanced and were intact. The first sample (sample 1) exhibited curved shape memory throughout the coil region. The second sample (sample 2) exhibited a straight and unremarkable guidewire. Microscopic inspection of sample 1 confirmed curved shape memory throughout the visible portion of the guidewire but was otherwise unremarkable. Microscopic inspection of sample 2 did not reveal any damage or defect. The guidewire deformation exhibited by sample 1 suggested that resistance may have been encountered during device placement; however, the source of that resistance was not determined. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include attempted advancement against resistance and device manipulation.

Event description:
It was reported "I wanted to reach out because I encounter a big problem with the powerglide yesterday. I placed a 20g 10cm midline on a patient ( a doctor of course) saw the tip of the needle walked it in twice then advanced the wire without issue the catheter at this point patient reported ¿ouch¿ if felt odd with advancing about the last 1cm of catheter. Next, I went to pull the device out of the hub of the catheter and it felt ¿odd¿ not hard or difficult just ¿odd¿. Then I connected the tubing and I was unable to flush or have blood return, I tried to pull catheter out a bit to the float the catheter in but I had it out about 5 cm and still was unable to flush or have blood return. I decided to remove it completely but met resistance and patient reporting pain. I looked at the wire in the device and it looked curved (which it normally looks straight). So then I got nervous thinking possible a portion of the wire broke off!!! But it did not, thank goodness! We did however have to call ir to consult, got chest and multiple arm x-rays and the catheter was double bent."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx1711 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "I placed a 20g 10cm midline on a patient saw the tip of the needle walked it in twice then advanced the wire without issue the catheter at this point patient reported ¿ouch¿ if felt odd with advancing about the last 1cm of catheter. Next, I went to pull the device out of the hub of the catheter and it felt ¿odd¿ not hard or difficult just ¿odd¿. Then I connected the tubing and I was unable to flush or have blood return, I tried to pull catheter out a bit to the float the catheter in but I had it out about 5 cm and still was unable to flush or have blood return. I decided to remove it completely but met resistance and patient reporting pain. I looked at the wire in the device and it looked curved (which it normally looks straight). So then I got nervous thinking possible a portion of the wire broke off but it did not. We did however have to call ir to consult, got chest and multiple arm x-rays and the catheter was double bent."